Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, when implanting the left bundle branch lead, it could not be attached to the target anatomical position and various parameters were not good. It was noted that the delivery sheath had a problem with the bending shape. When cutting the sheath, the cutting blade could not cut the sheath, and the blade was deformed. At the same time, the lead was dislodged. The lead was still dislodged after multiple attempts and the surgeon decided to give up the implantation. It was noted that the patient¿s underlying cardiomyopathy may have been a reason. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
Additional information received noted that the ventricular pacing threshold was high, and sensing was low.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had underlying cardiomyopathy and scarring, which prevented the lead from maintaining stable contact with the target anatomical location. Additionally, the threshold, impedance, and sensing were suboptimal.